Event description:
Journal reference: bonouvrie la, van schie pem, becher jg, van ouwerkerk wjr, vermeulen rj. Satisfaction with intrathecal baclofen treatment in paediatric pts with progressive neurological disease. Dev med child neurol, 2008;50(8):636-638. We retrospectively studied the overall satisfaction of caregivers with itb treatment in a group of children and adolescents from our centre with progressive neurological disorders causing spasticity. For this purpose, we selected six pts from a total cohort of nine paediatric pts with itb treatment, we analyzed whether the treatment effects met the expectations of the caregivers and how they would score the level of overall satisfaction. Reportable event: male pt implanted with an implant duration of 6.6 years, was being treated for progressive leukoencephalopathy. He had a pump replacement after five years. He experienced catheter migration, withdrawal symptoms from a nearly empty pump, overdose of itb from a user programming error while have his dose adjusted, and pneumonia. Long term side effects reported included scoliosis and tolerance. Starting dose of 135mcg/d and 367 mcg/d at fu. See mfg report 2182207200805204.

Manufacturer narrative:
Results: catheter.